Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one female patient. An initial serum sample generated an elevated result of 40 ng/ml. The sample was then tested on another architect platform in the lab and generated an elevated result of 35 ng/ml (the customer is using a cut-off value of 0.30 ng/ml). The sample was then tested on a point of care instrument where a negative result for troponin-I was generated. The patient was admitted to a hospital. A new sample was drawn and tested with the roche methodology, which generated a negative result. The patient returned to the customer facility and was tested again with elevated results (specifics not provided). A plasma sample was then taken and it too generated an elevated result of 37 ng/ml. Controls have been within specifications on all architect runs. There was no further impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.23 to 0.43 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified an increase in complaint activity for reagent lot 61948un13 related to discrepant patient results; however, no adverse trends in conjunction with the complaint issue currently under evaluation were found. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discrepant sample. No additional issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).